Event description:
Implant was removed and had been revised for pain.

Manufacturer narrative:
The devise associated with this report was not returned. A search of the databases did not show any other reports with regards to the reported event. Review of the attached x-rays by warsaw base business product engineering noted the following: all the implants appeared to be well fixed (no signs of loosening) and well balanced. No observation could be made concerning the mentioned scratches on the femoral component. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.